Manufacturer narrative:
Insulin pump was received with an error alarm during the basic occlusion test due to loose, protruded drive support disk. Unable to confirm occlusion, prime, and excessive no delivery test due to an error alarm. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had an error alarm during the manual prime. Customer stated that the alarm occurred after the customer rewound his pump. After clearing the alarm customer stated that the insulin pump rebooted itself. Troubleshooting was performed and the drive support cap was noted to be protruded. Customer was unable to successfully prime the set. Customer's blood glucose reading at the time of the incident was 87 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being returned for analysis.